Event description:
Patient experienced hyperglycemia and there was wetness at her infusion site. Her blood glucose was 200 mg/dl when she woke on (B)(6) 2012 and was 500 mg/dl at 1:00 p.m. She disconnected the infusion device and delivered 12 units of insulin via pen. She delivered 6 units of insulin via pen at 3:00 p.m. And again at 5:00 p.m. She changed the infusion set and reconnected the infusion device, and her blood glucose measured "hi." She was referred to the emergency room, and her blood glucose was 700 mg/dl when she arrived. She was admitted to the hospital for 2 days. Endocrinologist was not able to determine the cause of hyperglycemia and advised her to restart the infusion device. Patient's blood glucose elevated to 242 mg/dl in the morning on (B)(6) 2012 and she delivered 3.0 iu, 379 mg/dl at 10:00 a.m. And she delivered 1.9 iu, and 208 mg/dl at 12:00 p.m. And she delivered 0.1 iu. Her blood glucose was 130 mg/dl at 2:00 p.m. And she ate. The infusion device, cartridge, and infusion set were requested for evaluation.

Manufacturer narrative:
The used returned transfer set was visually inspected and tests for flow and tightness were performed. All test results were within specifications. The head set reference samples were visually inspected and tested for flow and leak. All test results were within specifications.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.